Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to pyxis and displayed an error "unable to authenticate" when user tried to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to login to the station. A technical support specialist checked platform evaluation server (pes) and confirmed that the last completed synchronization cycle. All services were running normally. Further investigation showed that the enterprise server (es) was not communicating with the active directory server. The tss contacted the customer and advised them to have their information technology (it) team review the active directory (ad) server. The issue was later resolved after hospital information technology team (hit) and ad identified and corrected the problem. The system functioned as intended after the technical support specialist investigated the device.